Event description:
It was reported that during a colectomy procedure, after firing the device it was noticed that there were no staples in the cartridge. Used another cartridge from the same box and the same thing occurred. No noted how case completed. There was no patient consequence.